Event description:
It was reported that white foreign material came out from the gap between the phaco tip and the sleeve and entered in the patients eye during a cataract procedure. The foreign material was removed from the eye with forceps and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity unknown/no information was provided. (B)(6). Concomitant medical product - handpiece s/n unknown, phaco tip opor3021r, lot unknown, sleeve lot unknown. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.